Event description:
The rep is reporting that the guide wire broke off in the pt after the interference screw was placed in the tibia. The screw was removed to recover the guidewire. The surgeon used another screw to complete the case with no further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 260 devices that were released to distribution. As such, we can not determine what may have caused the user to experience the reported incident at this time. Although it is reported that there is no pt consequence, if this were to recur and the broken fragment was not retreived from the pt, it is possible that pt injury could potentially occur. We do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.